Event description:
The bed had intermittent power due the power cord's power prong being bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.